Event description:
The hospital reported that during an endoscopic vein harvesting procedure, approximately after 15 minutes the vasoview hemopro 2 jaws to the shank of the instrument a fine thread or small part of the plastic or metal partially detached. A black instrument insulation came loose during preparation distally just before the forceps a single snippet was found in the preparation channel and completely recovered from the patient with the forceps. The jaws were closed during insertion. No resistance was noted. No interventions/incisions were necessary. A new device was used. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/17/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The black sheath closest to the base of the jaws was observed to be slightly peeled, exposing the base of the jaws. No other visual defects were observed. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting device handle as well as on the cannula and intact c-ring. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. The black sheath closest to the base of the jaws was observed to be slightly peeled, with no detachment observed. Based on the returned condition of the device, the photographic evaluation, as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was confirmed. The lot #3000282928 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.